Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies of the rv lead were observed. The physician suspected the loss of capture was due to patient anatomy. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.